Event description:
An end user reported to swissmedic an issue they experienced when using a 14cm solero applicator. It was reported that during a procedure, the mwa device switched off after 4.5 to 5 minutes of burning, displaying the message ""too high energy reflected". They pulled the applicator back, and replaced it with a new of the same applicator . With the new applicator they were able to complete the ablation using a new puncture and channel. As the first puncture channel was unable to be ablated during pullback, it cannot be ruled out whether tumor cells were carried into the channel when the needle was pulled out. Additional information received at a later date reported the tip of the first applicator used for the procedure had detached and remains inside the patient.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Additional information provided by the distributor reported the patient has since expired due to poor liver function. It was confirmed that the retained solero tip did not contribute or cause the patient's death.

Manufacturer narrative:
Returned for evaluation was one 14cm solero applicator. As received, the tip was detached. Manufacturing engineer investigation: evaluation of the returned applicator noted the ceramic tip of the device was broken off approx. 3mm from the end of the steel shaft. This coincides with the end of the semi-rigid outer jacket and is the location where there is a thermal concentration during ablation. From the dark charring and melted silicone coating this device appears to have had an excessive thermal event occur at the point of failure. The copper center conductor appeared to be melted. In addition to the broken tip there were some prominent areas on the shaft 1-4mm from the tip/shaft junction where the silicone coat was "cratered". The source of this anomaly is not known but excessive heat will affect the silicon coating and cause it to peel back from the shaft. These types of coating compromise have not been noted on other thermal event failures and may be part of a root cause for this device failure. If there were other probes in close proximity during ablation it may be possible to affect microwave energy paths. The cartridge cover was removed and the n-type screw cap was taken off. If fluid gets into the n-type it will trigger an hrp failure. There was no evidence of fluid ingress. The device was connected to the generator and run at 140w. Output power was 104-106w. This shows that even after the tip is detached the generator may not trip a failure alarm. The applicator handle was disassembled and the mcx cap was removed. There were no signs of fluid ingress into the mcx indicating a good shrink boot seal. The reported complaint description of probe tip fractured and detached was confirmed.the root cause of the tip detachment was determined to be a result of a thermal event that fractured the ceramic tip, however, a definitive root cause could not be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." An adverse trend for this failure mode has been identified. While an adverse trend for this failure mode has been identified, a review of the entire product family for an adverse complaint trend is performed per complaint investigation procedure on a monthly basis. Escalation to complaint aod meeting is based on this product family review. A health hazard evaluation (hhe) has been performed for the solero probe tip detached failure mode. (B)(4).